Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as pressure wounds on back. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. It's unclear if the doctor who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.